Manufacturer narrative:
Patient information not provided incident date was not provided. Implant and explant date were not provided. Lot number not provided UDI not provided re-processing information not provided since the lot number was not provided, this information cannot be determined occupation of initial reporter not provided (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.